Event description:
In light of the fact that there is a recall on coaguchek system pt test strips; I have made numerous calls to find out when replacement strips will become available, no one to whom I have spoken was able to give me any assurance or time when new strips will become available. Due to the delicate nature of my medical condition, I have discussed my options with my medical provider and have found a new company. I am hereby requesting a full refund for the cost of the monitor, part # 010-7001-03.